Event description:
Reporter alleged obtaining results of 10,11, & 12 mg/dl in the morning; however, when troubleshooting with the manufacturer, it was determined there was a partial display when looking in the meter memory. Customer stated the results in memory were 111, 121, & 114 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.